Event description:
It was reported that a m.blue plus (#fx804t) was implanted during a procedure on (B)(6) 2024. According to the complainant, the shunt system showed a blockage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 4 years. Height: 100 cm. Weight: 25 kg.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the m.blue operates not within the accepted tolerances in the vertical position, while the progav 2.0 operates within the specified tolerances in the horizontal position. An accelerated outflow of m.blue could be determined. Adjustment test: during the adjustment test it was determined that both valves are adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, deposits were found in m.blue. Results : based on our investigation results, we can determine an accelerated outflow in the m.blue. The determined deposits can be named as the cause for the accelerated outflow. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.